Manufacturer narrative:
Corrected data: g.3 was inadvertently left blank, the correct date for g.3 is 5/12/2021.

Event description:
Healthcare professional reported a right side " doctor placed the implant in the pocket and took it out to try another size. When doctor removed the implant from patient " it fell apart in his hands". Device was discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: trend summary confirmed no patterns were found; therefore, no additional actions are deemed required. The trend of a0401 (break) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device, not implanted.

Event description:
Healthcare professional reported they "placed the implant in the pocket and took it out to try another size, when they removed the implant from patient it fell apart in their hands." Device was not implanted. This record is for the right side.